Event description:
It was reported by the patient that all of the indicator lights on the remote monitor were blinking at once. Attempts to reset the monitor were unsuccessful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Preliminary analysis found the device would not interrogate when the button was pushed. An interrogation test was performed, with passing results. Because the condition disappeared during analysis, the reported event could not be confirmed. Therefore, a root cause could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient's family that all lights on the remote monitor were flashing. An attempt was made to reset the monitor multiple times with no results. The monitor will be returned and replaced. No patient complications have been reported as a result of this event.